Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronics. Unable to verify the button keypad anomaly due to the blank display. The pump was received with minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was exposed to moisture when they jumped into the pool. The customer states the buttons were unresponsive. The customer's blood glucose level was unknown. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.